Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to move. The access ports were not used and the device was forcefully removed from the patient. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(Failure to follow IFU) labeled. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.